Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the bubbles were visible upon aspiration of sheath. Only farawave nav and faradrive dilator had been in the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the bubbles were visible upon aspiration of sheath. Only farawave nav and faradrive dilator had been in the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. It was further reported that a pressure bag was used to irrigate the sheath. Bubbles were observed both within the syringe and inside the sheath. The guidewire was positioned just inside the farawave catheter prior to insertion.